Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's screen sometimes became totally dark and the screen did not change when the button was pressed. There was no harm or injury reported.  The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen sometimes became totally dark and the screen did not change when the button was pressed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced. Further investigation received from manufacturer's product investigation laboratory (pil). Pil could not duplicate the failure of the lcd display. The display operates without issue at the pil.